Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing. The lead showed stable impedances. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).